Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The plaintiff also experienced dysuria, frequency, retention, pain, pressure during urination, urgency, infection, cystocele, and scarring within the mucosa of the bladder. The plaintiff underwent mesh revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was metastatic adenocarcinoma.